Manufacturer narrative:
This report is submitted on november 26, 2021.

Event description:
Per the clinic, the patient experienced an infection (site of the infection and if the infection was device related is unknown). The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.